Manufacturer narrative:
(H3) the evaluation noted that revision reported was likely the result of an insufficient bond between the femoral stem and the bone, which led to aseptic (non-infected) femoral stem loosening. The most probable root cause for the reported event of "loosening - femoral stem" is associated with weakened integration of the femoral stem at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device. (D8/9) the device was not returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, at an unknown postop interval, this (B)(6) patient¿s right hip was revised due to dislocation and found to be loose. Patient was last known to be in stable condition following the event. The acetabular liner was removed to check the acetabular cup, it was well fixed and in good position, a new novation liner was implanted. The monobloc stem was used for the new femoral implant.